Event description:
It was reported that the lead impedance has been steadily increasing for the last four months. It was noted that the pacing and sensing function appeared acceptable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): initially the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed resistance/impedance increase and weekly pace lead impedance trend data shows a gradual increase for min and max ventricular pace bi impedance equal 798 to 1254 ohms peak between (B)(4) 2011 and (B)(4) 2011. Subsequently, a partial lead was returned in segments and analysis found no anomalies. However, the defibrillator and proximal conductors were distorted. There was blood/body fluid on the outer tubing overlay and it was melted. The outer insulation had a cosmetic depression. Visual analysis noted apparent explant damage.

Event description:
It was reported that the lead impedance has been steadily increasing for the last four months. It was noted that the pacing and sensing function appeared acceptable. The lead remains in use. It was further reported that the lead impedance continued to rise and was high. It was noted that the thresholds had also risen. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed resistance/impedance increase and weekly pace lead impedance trend data shows a gradual increase for min and max ventricular pace bi impedance equal 798 to 1254 ohms peak between (B)(6) 2011.